Event description:
It was reported that there was a pressure sore caused by the arctic gel pads. It is unknown what medical intervention was provided for the pressure sore.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for the diagnostic purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to the materials were contacting the patients intact skin which were not biocompatible. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a pressure sore caused by the arctic gel pads. It was unknown what medical intervention was provided.